Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Troubleshooting was performed; however, the alarm reoccurred. Customer's blood glucose level as "high" and ketone level was 2.4. Customer used manual insulin injections to address elevated bg; no injury occurred. Customer reverted to using an alternate method of insulin therapy.